Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient reported a sudden increase in stimulation without manual adjustment including an increase in the patient¿s heart rate. It was indicated that there were no known factors that may have contributed to the reported issue. The patient turned off stimulation. The patient went to the emergency room and was evaluated including an electrocardiogram (ECG). It was indicated that the ECG was normal. The patient was sent home and instructed to keep stimulation off. An appointment will be scheduled to interrogate the device. It was indicated that the issue was not resolved at the time of the report. No surgical intervention occurred or was planned. No further complications were reported/anticipated.